Event description:
It was reported that the patient had the ambicor penile prosthesis removed due to fluid loss. A new inflatable penile prosthesis consisting of 16 cm x 9.5 mm cylinders, pump, and reservoir were implanted. The patient was reported as stable following the replacement surgery and the event was resolved. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the fluid loss was from the cylinder and the patient was unable to inflate the device. The onset of the event was mid (B)(6) 2018.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of fluid loss was confirmed via product analysis. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient had the ambicor penile prosthesis removed due to fluid loss. A new inflatable penile prosthesis consisting of 16 cm x 9.5 mm cylinders, pump, and reservoir were implanted. The patient was reported as stable following the replacement surgery and the event was resolved. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the fluid loss was from the cylinder and the patient was unable to inflate the device. The onset of the event was mid (B)(6) 2018.

Event description:
It was reported that the patient had the ambicor penile prosthesis removed due to fluid loss. A new inflatable penile prosthesis consisting of 16 cm x 9.5 mm cylinders, pump, and reservoir were implanted. The patient was reported as stable following the replacement surgery and the event was resolved. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.